Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their communicator would not power on. The patient stated that they put it on to charge when it wasn't working because they felt like they accidentally let the battery run down or something. Per the patient, the light came out of orange like that and probably 20 minutes later the light was blue, and they went to give themselves a bolus and it wouldn't turn on. The patient stated they should get a bolus every 2 hours 5 times a day. The agent had the patient plug the communicator into a different outlet and the light turned on orange. The agent had the patient press the power button and the communicator powered/came on. The agent reviewed to continue to charge the communicator, and the agent would call the patient back in about an hour to verify the communicator status. When the agent attempted to call the patient back, the patient did not answer, and no voicemail prompt was given. The patient then called back stating that the communicator was still not charging and still showing the orange battery indicator light. The patient tried to connect to the pump and the handset was showing ¿not found communicator.¿ a replacement communicator was requested from the repair department because the communicator was not charging.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 26-jan-2025, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿tm90 recharging circuitry is damaged (l3)¿ and ¿device doesn¿t power on after 1.5 hrs. Charging¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.